Manufacturer narrative:
Limited information regarding the event was made available to stryker. The device was not returned for evaluation. Device history records and complaint history could not be reviewed without either the device or a valid lot number. From the IFU: potential adverse events include, but are not limited to pseudoarthrosis; loosening, bending, cracking or fracture of components, or loss of fixation in the bone with possible neurologic damage, usually attributable to pseudoarthrosis, insufficient bone stock, excessive activity or lifting, or one or more of the factors listed in 'contraindications' or 'warnings and precautions'. Patient selection and compliance is extremely important. The patient must be made aware of the limitations of the implant and that physical activity and load bearing have been implicated in premature loosening, bending or fracture of internal fixation devices. The patient should understand that a metallic implant is not as strong as a normal, healthy bone and will fracture under normal load bearing in the absence of complete bone healing. An active, debilitated or uncooperative patient who cannot properly restrict activities may be at particular risk during postoperative rehabilitation. Potential risks identified with the use of this device system which may require additional surgery include device component failure, loss of fixation, non-union, fracture of the vertebra, and neurological, vascular or visceral injury. A root cause cannot be established. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated.

Event description:
It was reported that a patient underwent revision surgery to address a fractured mesa deformity rod. The patient was initially implanted to treat pronounced curvature of the spine and compression on the lumbar region which was causing long-term back pain. During implant surgery on (B)(6) 2018, the surgeon reported, "increasing circulatory instability of the patient towards the end of the surgery." For this reason, the surgeon determined, "it was not possible to install a double rod construct as planned; (only) two rods were implanted." The patient remained in the hospital for 6-weeks post-operatively for monitoring. Following discharge from the hospital, the patient was admitted to a rehabilitation center for continued treatment and monitoring for an additional 6 weeks. On (B)(6) 2019, as the patient was placed on a toilet chair, "there was a crack," and it was later confirmed that the rod had fractured. On (B)(6) 2019, the patient was re-admitted to the hospital and underwent revision surgery.

Manufacturer narrative:
Device location unknown.

Event description:
It was reported that a patient underwent revision surgery to address a fractured mesa deformity rod. The patient was initially implanted to treat pronounced curvature of the spine and compression on the lumbar region which was causing long-term back pain. During implant surgery on (B)(6) 2018, the surgeon reported, "increasing circulatory instability of the patient towards the end of the surgery." For this reason, the surgeon determined, "it was not possible to install a double rod construct as planned; (only) two rods were implanted." The patient remained in the hospital for 6-weeks post-operatively for monitoring. Following discharge from the hospital, the patient was admitted to a rehabilitation center for continued treatment and monitoring for an additional 6 weeks. On (B)(6) 2019, as the patient was placed on a toilet chair, "there was a crack," and it was later confirmed that the rod had fractured. On (B)(6) 2019, the patient was re-admitted to the hospital and underwent revision surgery.